Event description:
Customer reported the system sounds like it is making ex-rays when it shouldn't be. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the single board computer. System operates as intended.